Manufacturer narrative:
Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported observing error code 5623 ict reference on the architect c4000 analyzer. It was noted that there was a loose fitting in one of the upper tubing in the ict reference solution syringe. The customer replaced the 1 ml syringe and check valve, flushed the ict cup and ict module multiple times; calibration and quality controls (qc) were ok. There was no reported impact to patient management or user safety.